Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. After inspection/evaluation of device found emh hp;cable,conn/gun cable damaged. Hpc is damaged, restricting water flow and vibration. The water hose is kinked/twisted, causing intermittent water flow. Check calibrations.

Event description:
Evaluation of the device found the water hose was kinked/twisted, causing restricted water flow. No injury occurred.